Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had frequently changing intensities in stimulation without changing positions. There was no change in neck or head position and no coughing or sneezing when this occurred. The patient stated that it just felt like it shut off and turned on at random times. The manufacturer representative reset the patient&#38112;orientation and reset the intensities for each position. The patient was reeducated on the 3 minute rule and how the sensor worked with transition zones and delays with changing from lying to upright or to upright and mobile. It was unknown at the time of the report if the issue had resolved. The manufacturer representative reached out to the patient but had not heard back from them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.